Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty, while on stomach - pouch, the doctor reported that even with the load-bearing film the clamp line bled. The doctor needed to oversew the clamp line to resolve the issue.